Event description:
Procedure type: inguenal hernia repair. According to the reporter: pieces of the seal was found inside the pt. All pieces were removed. No delay in or time was reported. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 07/23/2009.